Manufacturer narrative:
One ectra triangle knife returned. The complaint stated: ¿the blades would emit a metallic-colored resin after inserting in to defect and cutting tissue.¿ the knife was evaluated and found to have a dry, fine, black substance on the surface of the blade. Primarily in the distal area. Evaluation was assigned to engineering. Initial review confirmed that substance was present. Samples were wiped onto paper and isolated to be sent out for lab analysis. Per engineering: ¿based on the detailed development of the safety limits, cleaning process validation, and operator training established for the manufacturing of ectra knives, the impact of the identified contaminant and its overall risk are deemed low.¿ elements found were determined to be regarded as safe.

Event description:
It was reported that during a carpal tunnel release procedure, the blade was emitting metallic colored resin after inserting in to defect and cutting tissue. There was resin left behind in the patient tissue. A backup device was available, but there was no need to used it. No revision surgery is planned due to the event. There was a delay of less than 29 minutes to identify the material. The devices involved were used on the same patient. No reported negative outcome to dates.